Event description:
The customer reported that the insulin pump alarmed an error. Advised that the insulin pump will be replaced and revert to back up plan. The blood glucose reading was unknown. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.